Event description:
On (B)(6) 2024 around 4:40pm an expired product was knowingly utilized on a patient, during a microdiscectomy with a dural tear. Surgeon wanted to use adherus autospray et dura! Sealant, two packages of in date product was opened, the sprayer portion of the product was thought to malfunction. First product did not turn on at an. The other1 the power was intermittent. The surgeon did not feel like he could repair the tear with duragen or utilize suture to close the tear, due to the location of tear. There was an expired adherus on the shelf and it was utilized and functioned. Ref reports: mw5162084, mw5162086.